Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that, over the last year, this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in pace impedance measurements, measuring from approximately 1400 ohms to 2000 ohms range in the right atrial (ra) channel. Data was reviewed and the lead parameters appeared to be within specification. There was no noise observed. Boston scientific technical services recommended programming changes. This patient will continue to me monitored via latitude (home monitoring system). There were no adverse patient effects. This device remains in service.